Manufacturer narrative:
This report is submitted on february 04, 2022.

Event description:
Per the clinic, the patient experienced pain at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 09, 2022.